Event description:
Boston scientific received information that this right ventricular defibrillation lead became dislodged. A revision procedure was performed; the lead was successfully repositioned and remains implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The right ventricular lead remains implanted. As no further information concerning this report is expected, (B)(4) investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.